Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb> product family: scs-linear leads. Upn: m365sc2317700 . Model: sc-2317-70 . Serial: (B)(6). Batch: 7074242. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700 . Model: sc-2317-70 . Serial: (B)(6) batch: 5054679. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 5065848. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a procedure wherein the implantable pulse generator (ipg) and leads were revised for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device (qrb) product family: scs-linear leads, upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) and leads were revised for a unknown reason. Additional information indicates that the spinal cord stimulation (scs) system underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The patient is doing great post operatively. The explanted device will not be returned as it was retained per facility policy.